Event description:
It was reported by service report that the breakaway head section would not lock in position. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Head section release cross bar.